Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had delivered anti-tachycardia pacing and 31j shock for ventricular tachycardia that converted the rhythm appropriately. This therapy had also triggered a code 1005 for open circuit, that was due high out of range right ventricular lead impedance greater than 145 ohms. The lead impedance was tested with values in the 100 ohms range, and it was noted that impedances over the past year have ranged from 100 to 120 ohms. The daily measurements have been normal, and the capacitor reform charge time was 13 seconds. Technical services discussed that the code was already evidence that there was a lead issue, and recommended replacing the device and lead. The device configuration was reprogrammed distal coil to can, and initial therapy with max energy shocks. Additional information was received that changing the configuration from coil to can was fine, and neither the physician or patient wanted to do anything further. No adverse patient effects were reported.